Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows intermittent communication loss messages on the bed tiles which would only occur for 2-3 seconds then resolve itself and then come back after 1-2 hours. No patient harm reported. Nihon kohden technician requested the bme to check the front of the cns to ensure that the front grill is not clogged with dust and that there is enough air flow for the cns. The bme reported that the grill is very dusty and the bme vacuumed it out, rebooted the system and the reported issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows intermittent communication loss messages on the bed tiles which would only occur for 2-3 seconds then resolve itself and then come back after 1-2 hours. No patient harm reported. Nihon kohden technician requested the bme to check the front of the cns to ensure that the front grill is not clogged with dust and that there is enough air flow for the cns. The bme reported that the grill is very dusty and the bme vacuumed it out, rebooted the system and the reported issue was resolved.